Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. Device evaluation of lead (B)(4) indicated that the lead passed visual tests performed. Visual inspection of lead (B)(4) indicated that the lead was cleanly cut. This damage was a result of a typical explant procedure and was not device related. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to infection at both the ipg and lead sites. The patient's symptoms included pus, headache and a foul smell from the incision sites. The physician believes the infection was procedure related. The paitent was given IV antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to infection at both the ipg and lead sites. The patient's symptoms included pus, headache and a foul smell from the incision sites. The physician believes the infection was procedure related. The patient was given IV antibiotics and was reportedly doing well following the procedure.